Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the subject pump had no power. The reporter claimed there was moisture ingress behind the pump's display. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/22/2016 with the following findings: pump returned with moisture in the display lens. The audio bolus button cover is missing from the pump. Battery compartment is cracked on the side at the threads & above the bumper pad. Returned battery cap has no damage & is able to carefully attach to the pump. Pump has no audible & no vibratory features, the display screen remains blank. The attempt to download pump history and black box was unsuccessful. Pump fails in-house leak test due to audio bolus button leak & battery compartment leak. Removed pump cover; internal moisture was present in pump. Unable to complete required investigation steps due to internal moisture ingress & no power to pump. Unable to verify step 11 due to missing abb cover & moisture ingress & no power to pump.